Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Device was received device in good physical condition. Functional testing of the device was able to confirm and replicate the reported event. It was noted that none of the audible alarms worked. The pcb containing the speaker was replaced to resolve the issue. Root cause was unable to be determined due to the nature of the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing, when pressing low water switch to test alarm light there is no audible alarm. There was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Device was received device in good physical condition. Functional testing of the device was able to confirm and replicate the reported event. It was noted that none of the audible alarms worked. The pcb containing the speaker was replaced to resolve the issue. Root cause was unable to be determined due to the nature of the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing, when pressing low water switch to test alarm light there is no audible alarm. There was no patient involvement reported.